Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the issue was due to "external factors" and was resolved by consuming carbohydrates, the customer did not allege any issues with the pump, cartridge, or infusion set, and declined to provide further information.